Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. No non-conformance reports noted in the production and incoming inspection documentation. The device history record shows no issues contributing to this complaint. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(4) as follows: the hose in question was broken at the root with explosion sound during the use. The root of the hose caved in after sparking. There was no report of a surgical delay. This is report 1 of 1 for (B)(6).